Event description:
While attempting to remove datascope iabp catheter through sheath, the balloon portion of catheter disconnected from the remainder of catheter. In removing the balloon portion of catheter after this event the femoral artery was damaged and required surgical intervention to repair.